Manufacturer narrative:
During inspection and testing, no image was found to be caused by a cable failure. The reported issues (loose cable contact and flashing image) were not confirmed or duplicated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the cable contact was loose and the displayed image was flashing. The reported issue occurred while reprocessing the subject device, prior to use. There was no patient involvement. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the device was not displaying an image. This report is being submitted for the malfunction reported by the customer (flashing image) and the malfunction found during evaluation of the device (no image).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the phenomena of ¿no image¿ and ¿image flashes¿ occurred because the connection became unstable due to a faulty cable. The cause of the cable defect could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.